Event description:
Hickman port broke and a piece lodged in the patient's right ventricle. Returned to or in 2009 for sternotomy with removal of foreign body from the right ventricle. Dates of use: 2009. Diagnosis or reason for use: chemotherapy.